Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the measured battery voltage was lost at 2.4 v with new battery. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that during an autocapture test communication with the pulse generator was lost. After turning off the magent response and changing the programming on (B)(6) 2013 normal function resumed.

Event description:
New information on (B)(6) 2014 indicates the device could not be interrogated once again. The device was explanted and replaced on (B)(6) 2014.